Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigations, the customer returned the device to olympus without completing reprocessing resulting to foreign objects remaining in the c-body. Therefore, the device did not meet its specifications nor function. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). The suggested event can be prevented by handling the device in accordance with the following instructions for use (IFU) about reprocessing: chapter 6 application and condition for cleaning, disinfection, and sterilization. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: due to a pinhole on channel tube, water tightness is lost; distal end has foreign objects; ultrasonic transducer has corrosion; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of forceps elevator lever, upwards/downwards knob cannot be locked securely; paint on air/water cylinder is peeled; image guide protector has a scratch; switch3 has a scratch; due to damage on ultrasonic probe, the number of missing element exceeds the standard value; acoustic lens has a scratch, (damage level; does not reach to the glue-layer); and acoustic lens is detached, (damage level; does not expose the glue-layer). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrovideoscope exhibited a foreign body coming from the distal end. There were no reports of patient involvement.